Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 22.0-24.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. Insulation damage was found at 22.0-24.1cm from the distal tip consistent with clavicle crush damage. The etfe coating of the conductors at this location were intact.